Event description:
The pt reported he received an e6 (mechanical error) and then an e7 (electronic error) on his insulin infusion device. He indicated he received the e6 while he was trying to retract the piston rod in the "change your cartridge" menu. The pt stated he inserted a new battery and tried again to retract the piston rod while in the stop mode and the infusion device immediately alarmed the e7 message. During troubleshooting, the pt mentioned he had a CT scan a couple of weeks earlier but said "I placed the pump over my head for the test." He stated he keeps his cell phone around his device but has never had an issue with this before. The pt again tried to retract the piston rod but the device again gave an e7 alarm. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.